Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 320 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was informed that his white blood cell count was high. Customer receiving insulin through his stomach. Nothing further reported.